Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 - charge profile fault) has been confirmed. Upon evaluation, high voltage capacitors c21 and c22 were detached from the defibrillator board. The cause of the code 102 - charge profile faults is the detached high voltage capacitors. The cause of the detached high voltage capacitors is broken solder connections at the capacitors. The cause of the broken connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. In addition, during testing , pld component u1003 was shorted. The cause of the shorted u1003 is a misdirected test pulse. The cause of the misdirected test pulse is the detached capacitors. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 102 - charge profile fault. The patient was issued a replacement monitor.